Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a right shoulder arthroscopy procedure, the surgeon was using a surefire scorpion needle inside of the patient's right shoulder throughout the procedure. During use, the device stopped working so the surgical tech examined the device to determine why it was no longer working. At this point, he discovered that the tip of this device (approximately 2-3 mm) was missing. The surgeon notified radiology and the surgeon, along with the radiology tech examined incision site using arthroscopy equipment to search for missing piece. The surgeon also checked surgical site using real time fluoroscopy to search for missing piece. The piece was not located inside the surgical wound. It was reported that per surgeon, no additional action to be taken at this time. Follow up information: the scorpion suture passer was used to pass fibertape through the most posterior aspect of the cuff tear involving the infraspinatus. These sutures were then passed through the eyelet of a swivelock anchor which was placed into a pilot hole along the posterior aspect of the rotator cuff footprint at the anatomic infraspinatus attachment. The scorpion suture passer also was used to pass multiple fibertape sutures through the rotator cuff in a mattress fashion. It was at this point that the tip of the scorpion suture passer needle was noted to have broken. It was not noted on records if the scorpion jaws wee securely clamped on the tissue during suture passing. There was no report of the needle hitting bone or the inside of the cannula to have caused the needle to break. After the tip of the scorpion suture passer was noted to have broken, exploration of the joint was performed with careful inspection and arthroscope reinserted to inspect for any evidence of the tip of the needle. X-ray was brought in and multiple fluoroscopic images confirmed that the tip of the needle was not located in the shoulder joint. Two medial row anchors were placed and loaded with fibertape which was passed through the rotator cuff. These strands as well as the previously placed arthroscopic sutures were divided into three (3) bundles to be placed into three (3) lateral row anchors. With light tension held on the sutures to reduce the rotator cuff back to the rotator cuff footprints, three (3) lateral row swivelock anchors were used to incorporate the previously placed fiberwire and fibertape. Patient is a male, (B)(6).